Event description:
The pt reported that her blood glucose was in normal range for the first day she wore the device and part of the second day. During the second day, she stated that she knocked the pod and couldn't tell if the pod or cannula was loose because it was on her back. She went to give herself a bolus and felt the insulin drip down her back. Her blood glucose read "high" (>500 mg/dl) at that point. She went to the hospital where she was admitted for her bg and treated with IV fluids and manual injections of long and fast-acting insulins. She was released the following day. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm any product malfunction. The customer reported knocking the pod and later feeling insulin delivery outside the body. A loose or dislodged pod or cannula could contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," "if your reading is above 50 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. "No qualification records could be reviewed because no product lot number was reported.